Event description:
In 2000 catheter placed in pt for the IV delivery of chemotherapy treatment. Catheter was placed successfully and x-rays were taken confirming the placement. 3 months later chemotherapy technician was unable to administer the chemo through the catheter. Catheter was then removed.